Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unresponsive. There was no reported impact to the customer's blood glucose level. In addition, it was reported that touchscreen would go dark when trying to tap on the number 0. Customer continued to use the pump for insulin therapy.